Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the device was unable to interrogate due to test failure related to the link electronic module. Analysis also noted that the stylus was inoperative, and the power cord bay was broken. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate devices. The device has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis